Event description:
It was reported that after activation of this artificial urinary sphincter, the patient was still fully incontinent. It was not clear whether the cuff size was incorrect or if there was device leakage as the device was not working. The patient had radiation therapy, which may have been a factor with the outcome. In addition, it was noted that the pump perforated through the scrotum; therefore, a removal surgery was performed. There were no further patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually inspected, leak and functionally tested. No damage or abnormalities were noted, no leaks were identified. The balloon was visually inspected, leak and functionally tested. No damage or abnormalities were noted, and no leaks were identified; however, the component did not pass functional evaluation. The cuff was also visually inspected, leak and functionally tested, and it passed all testing. Based on the information available and analysis results, the balloon not passing functional examination could have caused or contributed to the reported clinical observation of device not working. The reported patient symptoms of perforation and incontinence are known risks associated with implant of these device as indicated in the instructions for use (IFU).

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that after activation of this artificial urinary sphincter, the patient was still fully incontinent. It was not clear whether the cuff size was incorrect or if there was device leakage as the device was not working. The patient had radiation therapy, which may have been a factor with the outcome. In addition, it was noted that the pump perforated through the scrotum; therefore, a removal surgery was performed. There were no further patient complications reported.

Manufacturer narrative:
Additional information updated: b7: other relevant history. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that after activation of this artificial urinary sphincter, the patient was still fully incontinent. It was not clear whether the cuff size was incorrect or if there was device leakage as the device was not working. The patient had radiation therapy, which may have been a factor with the outcome. In addition, it was noted that the pump perforated through the scrotum; therefore, a removal surgery was performed. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that after activation of this artificial urinary sphincter, the patient was still fully incontinent. It was not clear whether the cuff size was incorrect or if there was device leakage as the device was not working. The patient had radiation therapy, which may have been a factor with the outcome. The physician planned to change the balloon to a higher-pressure balloon. No further patient complications were reported.